Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) the received paperwork indicates that the device was functionally normal at the time of explant. Testing revealed no pacing output when device was programmed vvi 30 bpm unipolar mode. The no output condition was the result of lifted hybrid bond wires.